Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Our records indicate the patient expired more than two years ago. We have no information from a health care professional to suggest the death was device related. It is not known if the device was explanted post-mortem. The cause of death has been researched but has not been received.

Event description:
A lawsuit alleged that the patient had a sprint fidelis lead implanted, and that the patient "suffers from apprehension and fear" that the lead "may fracture, cause inappropriate shocks, and may fail to provide shocks necessary to maintain a regular heart rhythm or regulate [the patient's] heart rate, which may lead to severe injury and which may be fatal." Further alleges the patient "sustained emotional distress, mental anguish, economic losses and other damages." Later review of the manufacturers database reveal that the patient has died. There is no allegation from a health care professional that the death was device related. The cause of death has been researched and not received.